Event description:
But it didn't seem like the jada was working and the patient was not getting any uterine tone [device ineffective]. Hcp removed the jada and it was full of clots [device occlusion]. It seemed like there was something wrong with it since it didn't stop the bleeding as expected [product quality issue]. Case narrative: this spontaneous report originating from the united states was received from an unspecified nurse via clinical sales educator (cse), referring to a female patient of an unknown age. The patient's historical conditions included pregnancy and vaginal delivery. Her concomitant medications included albumin and unspecified blood products that the reporter did not know, during peripartum period. Her current conditions included suspected disseminated intravascular coagulation (dic), uterine atony and might be retained placenta. Her past drugs and allergies were not reported. This report concerns 1 patient and 1 device. On (B)(6) 2023, the attending physician (received training on device in may or june 2023) had placed a vacuum-induced hemorrhage control system (jada system) as prescribed via vaginal route for postpartum hemorrhage about 10 minutes after delivery, and the physician did a sweep prior to placement. The physician stated that everything looked good, 120 ml was inserted in the cervical seal and the suction was set to 80 mmhg, but it didn't seem like the vacuum-induced hemorrhage control system (jada system) was working and the patient was not getting any uterine tone (device ineffective). It seemed like there was something wrong with it since it didn't stop the bleeding as expected (product quality issue). It was further explained that it all seemed to be connected correctly but it did not work so it seemed like there was something wrong with it. The physician then removed the device on the same day, and it was full of clots (device occlusion). The physician checked for lacerations but did not find any, and wondered if there was any retained placenta, since the placenta "came out in pieces." The physician then inserted a bakri balloon for the patient as a treatment, and it stopped the bleeding. The total estimated blood loss of 3 l. At the time of reporting, the patient was stable. Reportedly, the adverse event (ae) was not a cancer or congenital anomaly. There was no patient overdose, and the patient sought medical attention. However, maternal admission to the intensive care unit (ICU) was not required. More than one device was not used. The device was not removed and then reinserted for any reason. The suspected causes of the postpartum hemorrhage were suspected dic (also reported to be diagnosed after device placement), uterine atony, and "might be" retained placenta. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. For vacuum-induced hemorrhage control system (jada system), lot number and serial number were not provided. Upon internal review, the events of device ineffective and device occlusion were considered to be serious due to required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): (f2301) additional device required (use of an additional or alternative device require to achieve optimal outcome).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.